Event description:
It was reported that the abutment screw fractured at the site. Abutment was removed without causing major damage. Procedure was completed placing other abutment.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4).

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the returned abutment identified fracture at threads. Complainant reported that the abutment screw fractured at the site. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined. A device history record (DHR)review was performed and no related deviations or nonconformance's were noted. Also, a complaint history search was performed using our complaint handling system and there was one related complaints for this product lot. The following sections have been updated: h3: device evaluated by manufacturer; h6: evaluation codes; h10: additional narrative.

Event description:
No further event information is available at the time of this report.